Event description:
An ophthalmic coordinator reported that during surgery, multiple system messages were displayed that could not be reset with rebooting. The laser was exchanged w/o delay, and the surgery was completed. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not reproduce the customer reported system messages. The company rep replaced the laser core module for diagnostic purposes. The system was then tested and met product specifications. The replaced laser core module has been returned for in-house investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).